Manufacturer narrative:
(B)(4) review of cta¿s 10 years post-implant confirmed that the aneurx bifurcate was currently positioned approximately 5cm below the renals. The ipsilateral limb and extension were positioned within the right common iliac artery, and the contralateral limb was within the distal aneurysmal left common iliac artery. The proximal stent graft od measured 27mm. The neck diameter near the level of the lowest left renal artery measured 22 x 24mm, and the neck was calcified. Near the bottom of the neck the diameter was 27mm. The infrarenal neck was angulated 70 degree l-r to the migrated bifurcate and iliac limbs, and angulated 80 degree a-p to the limbs. The max aaa diameter measured 4.5cm and there was a proximal type I endoleak. There is also contrast seen distal to the left limb; however contrast was not seen within the distal aaa sac. The left limb od measured 16mm and the left common iliac artery at that location was 25mm in diameter. Both limbs are patent, with no obvious stent graft kinks or compression seen. The exact cause of the migration leading to the proximal type I endoleak could not be determined. The anatomy at implant is unknown and earlier post-implant images were not available for comparison. It is possible that disease progression and morphology changes, as noted from the high neck angulation, may have contributed to the migration. Disease progression (iliac artery dilatation) may have also contributed to the aneurysmal lcia.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A recent CT showed that the bifurcated stent graft has migrated distally with a type I endoleak present. The aneurysm is currently 50 mm in diameter. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that a secondary intervention was performed. Two endurant ii cuffs were implanted, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.